Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used. Source: phone.

Event description:
Customer reported one false positive sars result. Kit was expired at the time of testing. The consumer communicated the result was confirmed negative at doctor's office by alternate testing method (method unknown).